Event description:
A technician reported a case of bilateral stage one diffuse lamellar keratitis (dlk) at the hinge, observed at one day post lasik treatment. Reporter indicated an increase of topical steroid dosage was prescribed. Add'l info was requested. There are two related reports for this patient. This report addresses the pt's right eye, another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Add'l info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Technical root cause not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).